Manufacturer narrative:
Acist multi-use syringe kit, model a2000, lot 35421l; acist single-use manifold kit, model bt2000, lot 32921d. The acist angiographic injection system, model cvi, system serial number (B)(6) was returned on may 23, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. No consumables were returned for evaluation. The device history record review of the reported consumable lot numbers will be completed and a follow-up report will be submitted with this information. On may 18, 2022, the acist medical advisory board member provided the following clinical assessment: the image shows a significant amount of air injected into the left anterior descending artery (lad). It looks like three bubbles. There may also be air trapping dye in the circumflex system but that cannot be determined from this single frame. The air may have been introduced at the tuohy connector when the ivus catheter was inserted or withdrawn. This air would have been injected with the test injection/filling catheter, and then recorded on the next angio as described.

Event description:
On (B)(6) 2022, the user facility initially reported that during a percutaneous coronary intervention (pci) for ischemic heart disease, it was suspected air may have been injected into a patient. There was no report of injury to the patient. On may 18, 2022, acist received new information from the user facility that the patient's blood pressure had dropped from 100 to 70 mmhg during the event and that there was evidence of myocardial infarction and cardiac biomarker elevation. The user facility reported that they were able to inject contrast with no issues at the time of pre-stenting, but air was seen on the angiography at the time of the stent positioning after introduction of the intravascular ultrasound catheter into the patient.

Manufacturer narrative:
D4: review of the device history record was completed on june 10, 2022, for the following cvi consumable kit lots used during the event, the acist multi-use syringe kit, model a2000, lot 35421l and acist single-use manifold kit, model bt2000, lot 32921d. This review confirmed that there were no quality issues during the manufacturing of these lots related to the reported event. This report is closed.